Event description:
Boston scientific crm received information that the patient implanted with this defibrillation lead and associated implantable cardioverter defibrillator (ICD) experienced a syncopal event. The patient passed out at his workplace after walking up some stairs. It was not known how long the patient was unconscious. CPR was attempted when the patient was discovered. The device stored a nonsustained episode that showed undersensing of fine vf. A diverted episode was also stored, followed by a vf episode that delivered two shocks and converted the arrhythmia. One hour later, the patient was in vf for a time before the device detected, shocked, and converted. The device sensitivity had been programmed at nominal, and was now reprogrammed to most. It was reported that the patient suffered brain damage, possibly due to the vf as it was unknown how long the patient had been without oxygen. The physician was considering adding a new rate/sense lead if the patient recovers. The patient remained hospitalized for observation.

Manufacturer narrative:
Technical services discussed sensitivity values and electrogram storage for the device. It was reported that the patient suffered brain damage, possibly due to the vf as it was unknown how long the patient had been without oxygen. The physician was considering adding a new rate/sense lead if the patient recovers. The patient remained hospitalized for observation. The device and lead remain implanted.